Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted for an unknown reason on an unknown date.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
A patient¿s ipg was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.